Event description:
Caller reported damage to pump housing and usb port, which affected their ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.